Event description:
"The balloon deflated when inserting it and it came out".

Manufacturer narrative:
It was reported that the balloon deflated when inserting it and it came out. Due to this, an additional catheter was used. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.